Event description:
It was reported that the pt's spasticity had returned. The health care providers were unable to access drug from the side port. There was occlusion and the catheter was replaced. The concentration and daily dose of baclofen being administered via the pump were not reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent, when the analysis is complete.